Event description:
It was reported the physician was performing an arthroscopic acromioplasty using a dyonics rf-s whirlwind 90 degrees probe. Intra-operative, the physician noted muscle twitching within the surgical site each time the back of the distal tip of the wand came into contact with the cuff. The physician indicated the insulation on the wand appeared insufficient. A new wand was opened and used to complete the procedure. No pt complications were reported as a result of this event.

Manufacturer narrative:
The pt's age, gender and weight were requested but not received.